Event description:
On september 16, 2006 the lay user/ reporter (patient's sister) contacted lifescan alleging that the patient's one touch surestep was reading inaccurately high compared to the patient's symptoms. She also inquired about the "code 11" that was on the meter's display. The medical affairs specialist contacted the reporter in 2006, to obtain/verify the following information. One week prior, mid afternoon, the patient had low blood glucose symptoms of confusion and disorientation. The patient obtained a blood glucose result (iunspecified reading) that was higher than the nursing home's meter, which read "in the teens." The patient was taken to the emergency room where he was treated with glucagon injection and released 4 hours later. The reporter was unable to specify the patient's meter readings prior to the incident, what meals he ate that day, or how much insulin he took; however, she stated that he tests 8 times a day, is on a insulin pump with humalog. The customer care advocate (cca) verified that the meter was set up correctly, and approved sample source (finger) was used for testing and the test strips were in good condition, but she was unable to specify if the puncture site was cleaned properly. The reporter did not have control solution to perform a control solution test over the phone with the cca. Although the reporter cannot confirm the patient's meter reading, the reporter is alleging that his meter readings did not correlate with his symptoms. The patient had symptoms and was treated for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.